Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the patient's inability to urinate the patient had his artificial urinary sphincter (aus) 3.5 cm cuff removed and replaced with a 4.5 cm cuff. Additional information was received that the patient was unable to void himself and a foley catheter was inserted into his bladder to void. The physician corrected the size and placement of the cuff during this surgery. The physician feels as though the device placement played a role in the urinary retention. The outcome after this surgery was good with patient satisfaction.

Event description:
It was reported that due to the patient's inability to urinate the patient had his artificial urinary sphincter (aus) 3.5 cm cuff removed and replaced with a 4.5 cm cuff. Additional information was received that the patient was unable to void himself and a foley catheter was inserted into his bladder to void. The physician corrected the size and placement of the cuff during this surgery. The physician feels as though the device placement played a role in the urinary retention. The outcome after this surgery was good with patient satisfaction.